Manufacturer narrative:
Device evaluated by MFR: the balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested of unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Product analysis did not confirm a product malfunction as the most probable cause of the reported events.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. The 61-70 cc pressure regulating balloon (prb) was removed and replaced with a 71-80 prb. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. The 61-70 cc pressure regulating balloon (prb) was removed and replaced with a 71-80 prb. The patient had a good outcome following the procedure.